Event description:
Additional information was received which clarifies the initial report of the describe event or problem: the event involved accelerator aps centrifuge #2 locking screw. During the site visit, abbott field service did not notice any shavings when the system was inspected as previously reported, but stated that the customer had cleaned the bracket. The operator was not wearing protective eyewear at the time.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated the locking screw of the accelerator aps would not engage with the threads in order to close the shield. Later in the day, the instrument operator noted an eye irritation. She could not determine the cause of the irritation and proceeded to have her eye checked. Upon examination, a piece of what appeared to be metal shaving was found in her eye. It was removed and the operator was off work for one day. No residual effects from the incident have been noted from the operator. Abbott field service was requested for the locking screw, and upon investigation metal shavings were found in the are where the screw engages with the shield for locking. The operator was unsure if the shaving fell from the shield cover, or, if hand to eye contact was involved.

Manufacturer narrative:
(B)(4). Additional information was received which clarifies the initial report of the describe event or problem: the event involved accelerator aps centrifuge #2 locking screw. During the site visit, abbott field service did not notice any shavings when the system was inspected as previously reported, but stated that the customer had cleaned the bracket. The operator was not wearing protective eyewear at the time. Investigation: abbott field service noted that the screw and the threaded hole do not align properly when closing the cover. The screw will tighten and hold, but some of the threads are partially missing. The customer has been shown how to properly align the cover by abbott field service. (B)(4) determined that the screws and brackets are performing their intended function of holding the shield in place. No other complaints were found for this issue and no adverse trends were identified in conjunction with the complaint issue. The accelerator aps operations manual discusses potential hazards and protective measures in section 8: hazards. The manual states in general safety, "personnel operating the workcell must be proficient in its operation, maintenance, and alignment procedures. To ensure safety, follow basic precautions." The operator is advised to "wear gloves, lab coats, and protective eye wear when handling human-sourced material or contaminated workcell components." A deficiency of the system was not identified.